Manufacturer narrative:
A ge service representative performed an onsite investigation. The ffb, gib, fuses on power signal interface pcb, and ps1 connectors were evaluated and reseated. The voltage on ffb board was readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer stated that during fluoro the system froze (locked up) and showed a communication failure error. A reboot recovered functionality of the system. There is no report of death or serious injury.